Event description:
During an atrial flutter ablation procedure, the system indicated that the calibration had expired. Per the previous calibration report, calibration should not be due until (B)(6)2021. The patient had been fully draped, intubated with anesthesia, the ep study completed and the arrhythmia induced when the tactisys stated the calibration was expired. The tactisys was swapped with another from a neighboring hospital to complete the procedure, resulting in a procedure delay. There were no patient consequences.

Manufacturer narrative:
One tactisys¿ quartz ablation system was received into the lab for analysis. Evaluation of the returned device revealed an expired system calibration which is an anticipated occurrence. The test results also confirmed live measurement of the optical, temperature and rf functions of the returned tactisys quartz module. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the condition which prevented the last reported calibration data from being saved remains undetermined.